Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and a software investigation was also completed. On-site, it was found that "connected not ready" message appears on image acquisition system (ias). Re-installation of the imaging system software version 3.1.6 resolved the connection issues. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire a 3d image. It was reported that when the user attempted to take a 3d spin, nothing happened. The system was rebooted and the system then displayed the mobile view station (mvs) as disconnected. The mvs application was then restarted and this resolved the issue. The procedure was completed successfully with the imaging system after a delay of less than one hour. The patient was not impacted.